Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that peritoneal dialysis (pd) solution continued to leak out of a minicap transfer set even after the twist lock was clamped (closed). The nurse further reported that it appeared that ¿the twist lock becomes loose and was not locking properly which caused the leak¿. This was noticed during pd therapy and while the patient was connected. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.